Event description:
It was reported that the user experienced hyperglycemia while using the ilet system, with a sensor glucose of 336 mg/dl and confirmatory fingerstick of 332 mg/dl after an infusion set change to a contact detach 6 mm, 23 in set; troubleshooting and education were completed. Symptoms included thirst. Outcomes included no reported hospitalization or functional impairment. Investigation included agent-guided verification with a fingerstick comparison and review of infusion set change steps. Investigation of this case revealed no confirmed device malfunction, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.